Manufacturer narrative:
(B)(6). The reported event is confirmed cause unknown. Photo received three (3) photo samples. All photo samples showcase an overview of all silicone foley catheter. Visual received one (1) used all silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjx0310. Visual evaluation of the returned sample noted the inflation cap and inflation port was disconnected. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the ward on (B)(6) 2025, and by (B)(6) 2025 the catheter branch had broken.

Event description:
It was reported that the foley catheter was placed in the ward on (B)(6) 2025, and by (B)(6) 2025 the catheter branch had broken.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.